Manufacturer narrative:
The customer was provided with a replacement smart cable. The smart cable was returned to verathon for evaluation. The technical service representative attached the returned smart cable to a test monitor and test single use blade. The failure to produce an image was confirmed. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 11/23/2015 and the one (1) year warranty period has expired. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, no image was produced. Reportedly the facility biomedical engineer isolated the fault to the smart cable. Reportedly a avl system was made available for use within a couple of minutes. No harm to patient or user was reported.